Manufacturer narrative:
The field service engineer (fse) observed that aspirate probes 1 and 2 were pulling fluid sluggishly and fluid remained in the first and second vessels. The fse replaced the aspirate probe tubing, and performed passing sensitivity system check following the tubing replacement.

Event description:
The customer reported non-reproducible access thyroglobulin antibody ii results on twenty two (22) patient samples on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer provided data for one of the patient samples, which recovered at 17.7 ng/ml. Upon repeat the following day, the patient sample recovered at 1.6 ng/ml on the same access 2 immunoassay system and at less than 1.0ng/ml on the laboratory's alternate access 2 immunoassay system. The customer's reference range was not provided. No other patient results were provided by the customer. The customer stated that some of the results were released from the laboratory. There is no report of injury or change to patient treatment associated with this event. The customer stated that quality control (qc) was within specification after the event. Qc results from before the event, system check results and patient sample processing information were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to verify the analyzer's performance.